Manufacturer narrative:
(B)(4). Batch # n57f9p. Additional information was requested and the following was obtained: did any pieces fall into the patient? No. Will all pieces be returned with the reload? Pieces will be returned, but don´t know how many. The analysis results found that a sr75 reload was received with both cartridge shrouds broken off making the reload nonfunctional. In addition one plastic shroud was received in a plastic bag, the reload was received fully fired with the swing tab in locked position. This condition is consistent with an improper loading technique., it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. In addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure during opening of the linear cutter one side of the reload broke off and the other side cracked (the sideward "wings"). Another like device was used to complete the procedure. There were no adverse consequences for the patient.